Event description:
It was reported that during the procedure, the 20/30 indeflator was noted to have a loose connection when connecting the rotating adaptor of the 20/30 indeflator and the unspecified balloon catheter. It was observed the balloon had more air bubbles when inflated and there was a delay to inflate the balloon due to air leak. Therefore, a new 20/30 indeflator pack was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported loose or intermittent connection and subsequently resulting in the reported leak; however as the device was not returned for analysis, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.